Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore (non-endologix) vbx stent graft to treat a total occlusion of the lcia (left common iliac artery) and aiod (aortoiliac occlusive disease) with bilateral endarterectomy. Approximately nine (9) days after the initial procedure the patient passed away due to complications arising from a perforated bowel.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the perforated bowel is unconfirmed. The death is confirmed. This is moderately consistent with the reported adverse event/incident. The patient had a clostridium difficile infection and an increased number of white blood cells. A CT scan revealed the presence of air in the abdominal cavity (pneumoperitoneum), but the exact cause, whether a perforated organ or ischemic bowel, could not be determined due to the patient's do-not-resuscitate (dnr) status. The patient's condition was off-label, with aortic iliac occlusion disease (aiod) without abdominal aortic aneurysm (aaa), peripheral arterial disease (left iliac chronically occluded), and the use of non-endologix limb stents. The discharge summary mentioned a suspicion of spinal infarcts after the operation, but this was not definitively confirmed. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2. Corrections: g3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11. H6 health effect - clinical code; remove 4580. H6 medical device probem codes; remove 3190.